Event description:
It was reported that an asymptomatic patient presented in clinic for a normal follow up. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
A partial lead with the lead tip measuring 51.0cm was returned for analysis. Externalized conductors due to external insulation abrasion were noted at 10.9-14.0cm from the distal tip electrode, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.

Event description:
New information notes that the lead was explanted.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.